Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 29.6 mmol/l. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not physically damaged. The drive support cap appeared normal. The insulin pump will be returned for analysis.